Manufacturer narrative:
The reported failure was resolved during the initial reporting phone call. Consequently, the subject device is not scheduled to be returned. If additional information becomes available prior to the conclusion of the investigation, a supplemental report will be filed.

Event description:
The customer reported that her olympus high-definition lcd monitor would not power up. Following the report of the power issue, an olympus technical assistance center (tac) personnel recommended re-checking all of the connections. Following this check, the customer discovered a loose power cord. Upon reattaching that power cord securely, the device powered up without issue. There was no patient harm or consequence reported as a result of this event.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 7 years since the subject device was manufactured. Based on the results of the investigation, it¿s likely the device would not power on because the power cord connection was loose. The root cause of this event was unable to be identified. Olympus will continue to monitor field performance for this device.